Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to be interrogated presumably due to battery depletion. It was noted the device was not pacing and had not been checked in several years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Hybrid analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The cause of the depletion was determined to be normal battery depletion. No care link files were found for this device. The device was fully functional and operated under normal current drain when powered with an external supply. . The device master longevity expectation when programmed to nominal settings is 52 months and this device was implanted for over 92 months. The patient was also lost to follow up for several years. Since there was no evidence of a high current drain condition and no hybrid anomalies were observed; the device was found to meet specifications for normal battery depletion. If information is provided in the future, a supplemental report will be issued.